Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. It was found that the fuses in the mains inlet were blown. The blown fuses were replaced and the compressor passed all the functional and safety tests and returned to clinical use. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).